Event description:
It was reported that device exhibited an occlusion alarm. The reporter noted that the patient's wife noticed that the pump was not working properly and that it was coming up with an error message which signified that there was a blockage. There was unknown patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: corrected UDI number. H3/h6: device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.